Event description:
It was reported that "there was a problem with an endotracheal tube, making it impossible to ventilate the patient. It was necessary to replace the tube in order to resolve this issue." Additional information received on (B)(6) 2026, from the reporter indicated that: "there were no clinical consequences other than the necessary reintubation performed under a video laryngoscope. We inserted a size 8 tube with a stylet. In addition to changing the device, manual ventilation was provided via bag-valve-mask, the ventilator was changed twice, and anesthesia was kept going with IV propofol while awaiting resolution of the problem and identification of the cause. There were no apparent consequences for the patient. The problem occurred from the beginning, apparently right after intubation. The tube had been positioned for 10 to 15 minutes and its position was checked (re-checked by the anesthesiologist with a laryngoscope), the cuff was sealed, and the patient was manually ventilable with slight overpressure (apl at 30 mmhg, resulting in peep in the airways). While switching to controlled ventilation, the ventilator failed to ventilate (bellows collapsed), and there was a slight desaturation that was corrected by manual ventilat ion. Upon removal of the cuffed tube, no tear or other damage was found. The device was likely not tested before insertion (the anesthesiologist was present in the operating room) and was tested by me after removal.".

Manufacturer narrative:
(B)(4).